Manufacturer narrative:
(B)(4). Pending receipt of sample for analysis. If sample is received, a summary of the investigation will be provided in a supplemental report.

Event description:
Covidien received a report, the inner cannula was cracked along the line of the cannula. Reporter confirmed this was discovered during routine cleaning of the device. Reporter confirmed that the outer cannula was not replaced, only the inner cannula. Customer confirmed the pt is doing well.